Event description:
It was reported that the patient experienced leaking, and atrophy at the cuff site with an artificial urinary sphincter (aus) that was implanted approximately eight years ago. A surgical procedure was performed in which the existing aus was removed and a new aus was implanted. The patient did not experience any further complications. It was also reported that the implanting facility did not have records in the system that went that far back, so obtaining the exact implant date and lot numbers was not possible. No more information available at the moment, further information was requested. It was further clarified that the patient experienced recurring incontinence but the explanted aus was still working. No more information available at the moment. Should additional information become available, it will be provided.